Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp continu-flo solution sets overinfused. It was further reported that ¿it was all open and they walked away from the patient and came back to an empty bag¿. This issue was identified during patient infusion with an unspecified solution. There was no patient injury or medical intervention. No additional information is available.